Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/14/2025, it was reported by a sales representative via (B)(4) that an ar-9233ag broach is broken. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the pin .125 was broken from the handle and the anvil was broken off and not returned for investigation. -functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2021.